Event description:
It was reported that the asymptomatic patient presented in clinic after receiving patient notifier. The right ventricular lead exhibited out of range high impedance. One episode of supraventricular tachycardia and possible right ventricular lead noise were observed. There were no other electrical anomalies and no therapies were delivered. Patient was admitted to the hospital and the lead was capped and replaced on (B)(6)2017. The patient tolerated the procedure well and went home the following day.